Manufacturer narrative:
Removed c20 and d14. Added c23 and d11.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, the cartridge was improperly removed outside of the load sequence. Tandem technical support educated customer on proper cartridge removal.